Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a high pacing capture threshold. The device was explanted and replaced.

Manufacturer narrative:
The reported threshold anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.